Event description:
It was reported the pt's ipg site was red and hot to the touch. The pt went to the emergency room where cultures were reportedly taken (the results are unk). The pt was placed on IV antibiotics and his scs sys was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.